Event description:
In 2008, the patient reported experiencing air bubbles in her insulin cartridge after the cartridge is inserted into infusion device. She states that she uses room temperature insulin and she connects the adapter and infusion tubing to the cartridge prior to insertion into the infusion device. She stated that she has difficulty with properly adjusting the piston rod. No physiological effects were reported. The patient requested additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.